Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd preset¿ eclipse¿ the scale was blurred. The following information was provided by the initial reporter, translated from (B)(6) to english: the print on the scale part of the syringe is faint. Customer claimed the scale was blur.

Event description:
It was reported that before use of the bd preset¿ eclipse¿ the scale was blurred. The following information was provided by the initial reporter, translated from japanese to english: the print on the scale part of the syringe is faint. Customer claimed the scale was blur.

Manufacturer narrative:
Investigation summary: bd received a sample and photos from the customer facility for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for blurred scale markings with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.